Manufacturer narrative:
At this time, the customer will not be returning the device for eval. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported the pt received more medication than intended. On an unspecified date and time, the pump was programmed for pain management, in the continuous + bolus mode, to deliver an unspecified concentration of bupivacaine, at a continuous rate of 10ml/hr, a 3ml bolus dose, a 30 minute bolus lockout, a 100ml container size, and the delivery was started via epidural delivery route. No further programming parameters were provided. After an unspecified length of time, the pt reported to the physician that after the bolus button was pressed for a bolus dose, "she could feel the medication running up her back for a while." At that time, the physician indicated there was less solution in the solution container than expected. The device was removed from clinical service. Therapy was resumed using a replacement pump. There were no changes in the pt's condition. No medical interventions were required. Though requested, no additional info was provided.